Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe sftygld 1ml w/ndl 27x1/2 rb plunger rod was broken / damaged. Verbatim: complaint via email. Email(s) attached. I work for employee safety and I am following up on an employee injury that occurred involving a bd syringe that snapped off during medication administration and caused needlestick to the nurse. The nurse reports that she was administering x using the bd syringe when the plunger snapped off in half, causing the device to shift and stick her finger. Please see picture submitted below. Is there anything we could do proactively with this batch to prevent recurrence of injury?